Event description:
Following a total knee surgery, it was reported that a catheter broke off in pt upon removal. It is alleged that the pt had the catheter removed, however it was not able to be confirmed.